Manufacturer narrative:
(B)(4). It was reported that during a left-sided idiopathic vt, a cardiac tamponade was noticed as the patient's blood pressure dropped and as the patient went into cardiac arrest. The cardiac tamponade was confirmed by echo. A pericardiocentesis was performed but the caller reported that the bleeding would not stop. Therefore, the patient was taken to the or. In the or, a perforation of the lateral left ventricular apex was discovered. The left ventricle was opened in the or because the bleeding would not stop. When the left ventricle was opened, it was discovered that from the point of ablation at the mitral annulus to the area of the perforation in the left ventricular apex, there was an intramural tear. Caller reported that the intramural tear was closed and that the bleeding then stopped. The patient outcome was death. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during a left-sided ideopathic vt, a cardiac tamponade was noticed as the patient's blood pressure dropped and as the patient went into cardiac arrest the cardiac tamponade was confirmed by echo. A pericardiocentesis was performed but caller reported that the bleeding would not stop. Therefore, the patient was taken to the or. In the or, a perforation of the lateral left ventricular apex was discovered. Caller reported that the left ventricle was opened in the or because the bleeding would not stop. When the left ventricle was opened, it was discovered that from the point of ablation at the mitral annulus to the area of the perforation in the left ventricular apex, there was an intramural tear. Caller reported that the intramural tear was closed and that the bleeding stopped. The patient was reported to be in stable condition. The following bwi devices were in use: carto 3 rmt ((B)(4)), stockert ((B)(4)), cool flow pump ((B)(4)), navistar rmt thermocool catheter ((B)(4), lot number unknown - being returned), and a sterilmed reprocessed acunav catheter ((B)(4), lot number unknown).

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 rmt system; model #: m-5830-01; serial #: (B)(4). Stockert 70 system; model #: m-5463-01; serial #: (B)(4). Coolflow pump; model #: m-5491-02; serial #: (B)(4). Distributed - sterilmed reprocessed acunav catheter; model #: m-5723-109; lot #: unknown. (B)(4).